Event description:
Md orderd chemotherapy (adriamycin 75 mg/ns 505 ml) to infuse over 72 hrs (july 7/3/9). Medication administered via cadd-plus pump, which was programmed at 7 mi/hr over 72 hrs. Infusion was supposed to be completed at 12 midnight on 7/9/98. At 4:30 am on 7/9/98 - pump was beeping 'empty'. Nurse went to pt's home and verified that pump was programmed correctly and bag was empty. Rn notified md.